Event description:
It was reported that the user made a dinner meal announcement on the ilet system but forgot to eat, after which the continuous glucose monitor (cgm) showed a glucose level of 43 mg/dl. The user used an fsl3+ sensor and had an insulin infusion site on the right underarm. Symptoms included confusion/disorientation associated with hypoglycemia. Outcomes included recovery to target range after oral carbohydrate intake, and no hospitalization. Investigation included review of the event description and user-reported glucose data and education on appropriate hypoglycemia treatment and meal announcement practices. Investigation of this case revealed that the ilet likely delivered insulin consistent with a meal announcement without corresponding carbohydrate intake, which is consistent with user error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use regarding meal announcements and carbohydrate consumption.

Manufacturer narrative:
Initial.